Event description:
Customer reported the spring wire guide (swg) was kinked during use. The device was replaced. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer provided one image showing the kit contents. Visual analysis revealed that the guide wire was kinked. Signs-of use in the form of biological material was observed. The customer returned one guide wire for analysis. No definite signs-of-use were observed on the guide wire. Visual analysis revealed that the guide wire contained one major kink on the body. This resulted in the distal j-bend to be slightly misshapen. Microscopic examination confirmed the kink and revealed that the proximal and distal welds were spherical and intact. The kink in the guide wire measured 290mm , from the proximal weld. The total guide wire length measured 602mm, which is within the specification limits of 596mm-604mm per the guide wire graphic. The guide wire outer diameter measured .811mm, which is within the specification limits of .788mm-.826mm per the guide wire graphic. The guide wire was passed through a lab inventory ars/introducer needle (18ga) assembly. Minor resistance was observed due to the kink; however, the guide wire was able to pass completely through the assembly. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire contained one major kink. Despite this, the guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature."

Manufacturer narrative:
Qn#: (B)(4).

Event description:
Customer reported the spring wire guide (swg) was kinked during use. The device was replaced. No patient harm reported. The patient's condition is reported as fine.